Event description:
It was reported that the customer had cracks on the insulin pump. Cracks were on the face of the lcd screen and on the corners of the insulin pump. Customer was found unconscious and her blood glucose level was 1000 mg/dl at the time of the incident. Customer was hospitalized on (B)(6) 2015. Customer was without insulin for 35 hours and her blood glucose level had shot up to 1039 mg/dl. Customer was not sure what really happened. Customer was unresponsive and staring straight ahead. Customer was not moving or saying anything. Customer was getting manual injections in the hospital. Customer was given insulin through an IV drip. The doctor noticed that the customer's blood glucose level was gradually rising based on the data from the pump. Customer also had diabetic ketoacidosis. Insulin pump will be replaced due to the physical and cosmetic damage on the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.